Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that the plaintiff underwent a left hip revision surgery on (B)(6) 2022 due to pain and elevated metal ion levels. Plaintiff¿s revision surgery resulted in the following intra-operative finding: metallosis, adverse local tissue reaction, black tissue, trochanteric femur fracture, massive defects in the acetabulum and pelvis caused by adverse local tissue reaction, and complex reconstruction including cage reconstruction, bone grafts, and a trochanteric plate. The current state of health of the patient is unknown. The primary left hip surgery was performed on (B)(6) 2019. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Section h3, h6: it was reported that the patient underwent a left hip revision surgery due to pain and elevated metal ion levels. The procedure resulted in the following intra-operative finding: metallosis, adverse local tissue reaction, black tissue, trochanteric femur fracture, massive defects in the acetabulum and pelvis caused by adverse local tissue reaction, and complex reconstruction including cage reconstruction, bone grafts, and a trochanteric plate. The devices, used in treatment, were not returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review or manufacturing record review could not be performed for any of the parts involved. Without more detailed about the part size, escalation actions review could not be performed for the bhr acetabular cup. A review of historic escalation actions for all hemi heads was performed: prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The review of the devices' ifus found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed and found that the alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (pain, elevated metal ion levels, local tissue reaction, black tissue, and metallosis) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Based on the information provided our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement; loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.